Event description:
It was reported that a remote transmission showed that the implantable diagnostic monitor had episodes of false asystole and may have lost contact with the tissue. The monitor remains in use. It was further noted that the monitor was explanted due to a system upgrade and returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that a remote transmission showed that the implantable diagnostic monitor had episodes of false asystole and may have lost contact with the tissue. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.